Manufacturer narrative:
The device history record for this lot was reviewed and everything was in order.

Event description:
This is being reported as an adverse event that occurred as part of the FDA 522 order post-market surveillance study. The patient had surgery scheduled to undergo apical vault suspension, cystocele repair with a sling. The patient also had a sling (not identified) implanted to treat stress urinary incontinence. One device was implanted on (B)(6) 2014 along with a sling (not identified) without complications. Following surgery there was a worsening of urge incontinence. This was moderate in severity and possibly related to the device (device not specified) and to the procedure. The event resolve don (B)(6) 2014. On (B)(6) 2014, the patient experienced coccyx discomfort while sitting. The event was assessed as mild in severity, probably related to the procedure and to the device (device not specified). The discomfort resolved on (B)(6) 2014. No additional information has been provided.